Manufacturer narrative:
The IFU for ventralight st mesh was reviewed and states, "it is recommended that ventralight st mesh be completely immersed in sterile saline for no more than 1-3 seconds immediately prior to placement in order to maximize the flexibility of the prosthesis." Based on the available information, we are unable to verify the reported product problem. However, it has been reported that the device is being returned to davol for evaluation. When/if the device is returned and has been evaluated a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Patient information has not been provided due to the confidentiality laws of (B)(4), as the hospital is not permitted to release any type of patient identifying information without a legal order requesting information.

Event description:
The following was reported to davol: it was reported that after the surgeon had placed the ventralight st hernia patch through a trocar and into in the patient's abdomen, he noted that the mesh appeared to be delaminating and that the st coating was pulling away from the mesh. The device was removed and another ventralight st was used with no issues. The contact reported that it was unclear if mesh had been hydrated prior to being placed in patient.

Manufacturer narrative:
This is an addendum to the initial MDR to document sample receipt and evaluation. The sample was returned with four sutures attached to the mesh and had been altered/cut to size by the doctor. Visual examination confirmed areas of the sepra-coating to have come off the mesh. The user was asked but did not provide information related to mesh hydration prior to insertion. It is not known at this time if the mesh was hydrated and if it was for how long. The recommended time of hydration is 1-3 seconds. The IFU states the "mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight¿ st mesh before hydration. The prosthesis must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight¿ st mesh. Insert the prosthesis through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not over force the prosthesis through trocar. If ventralight¿ st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace trocar and retry with the next available larger sized trocar." The information provided did not include the size of the trocar used for the procedure. The IFU the recommended trocar size for product code (B)(4) is 10mm. As reported the problem was noted after placement through the trocar and it is possible that the mesh was damaged during placement or from handling in preparation for placement. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units.